Manufacturer narrative:
Records indicate this device and lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited increased pacing impedance measurements including high out of range pacing impedance measurements. Ra pacing and sensing were programmed off. No adverse patient effects were reported.